Event description:
It was reported that treatment was performed on a mildly tortuous left superficial femoral artery with 90% stenosis. Examination of the absolute pro 8x40mm stent delivery system (sds) after opening the pouch and prior to insertion indicated the stent was fully covered by the protective sheath and there was no visible malfunction of the device. The device was being back-loaded and advanced to the target lesion, when the patient significantly moved his leg. The operator was not exactly sure of the location of the lesion and could not position the device. It was decided to remove the device from the patient and proceed with the diagnosis. Although during removal of the sds an unusual resistance was felt, the device was able to be removed from the patient. Examination of the device after removal from the patient revealed that the stent was partially deployed. The operator indicated he did not remove the locking mechanism. The procedure was completed with another absolute pro 8x40mm device. The procedure was completed without any impact to the patient. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: amplatz 0.035-inch x 260 cm; sheath: 6-french. The device was returned for evaluation and the reported premature deployment was confirmed. The resistance during removal could not be replicated in a lab environment. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency